Event description:
This is a follow up #1 to report the investigation results of the returned needle. As reported in the initial: it was reported that 3 icerod cx needles were tested with no issues. During the procedure, the needle connected to channel 3a showed a message reading "channel 3-a I-thaw needle is defective for electrical thawing. Use passive thaw or connect helium gas". Needle was then changed to channel 1-a with same results. The case was aborted, incomplete. The clinical specialist reporting the issue was not present for the case, but the nurse who relayed the information indicated that they understood they had the option to passive thaw or use helium but they decided not to complete the case. The needle will be returned for investigation. This MDR is being reported due to the aborted procedure only.

Manufacturer narrative:
Ref d10: manufacturing site was shut down for construction activities; therefore investigation could not be conducted at that time. Ref g4: device evaluation date. The needle was returned for investigation. The needle manufacturing records were reviewed and no deviations or concerns were noted. The needle's electrical malfunction was confirmed as it failed investigative testing for electrical atp properties. Upon disassembly, the shrink tube that isolates the welded joint was found damaged leading to short circuit between the joint and the needle body. Based on the investigation results, the root cause was determined to be damage to the heat shrink during the assembly process. When the electrical thawing mechanism in the needle fails, there is negligible risk to the patient as the ithaw feature provides a more expedient manner of thawing the iceball. Other thawing mechanisms are to use helium or to passively thaw the iceball, both of which are clinically acceptable. This event is being reported due to the physician opting to abort the procedure.

Event description:
It was reported that 3 icerod cx needles were tested with no issues. During the procedure, the needle connected to channel 3a showed a message reading "channel 3-a I-thaw needle is defective for electrical thawing. Use passive thaw or connect helium gas". Needle was then changed to channel 1-a with same results. The case was aborted, incomplete. The clinical specialist reporting the issue was not present for the case, but the nurse who relayed the information indicated that they understood they had the option to passive thaw or use helium but they decided not to complete the case. The needle will be returned for investigation. This MDR is being reported due to the aborted procedure only.